Event description:
It was reported that during use of this handpiece, it operated intermittently. There was no report of serious injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece for eval and during testing found that it has the potential to operate on its own. Further investigation found one missing handpiece connector pin, and the remaining pins covered with corrosive-like deposits, which caused a weak connection. In addition, the evaluator found the handpiece wires tinned prior to crimping. The weak connection from the pins along with tinning of the wires prior to crimping could cause a disruption of the ground or other signals, and result in activation of the handpiece on its own. The svc and repair technicians have been retrained on the crimping instructions. Further analysis found the last repair for this handpiece was 2006; making it overdue for preventive maintenance. Conmed linvatec will continue to monitor this device for failures.